Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. There was a tear in the channel and a cut on the light guide tube. The device was repaired and restored to olympus original factory specifications. The issue was caused by a handling issue by dropping and knocking the endoscope to a hard surface or object.

Event description:
The user facility reported the universal cord/video cable had a hole in it. The issue was found at reprocessing. No patient impact was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the facility and the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not could not be conclusively specified. The probable cause was that some external force was added to the distal end, leading to the peeling of the glue at the tip. The IFU (instruction for use) describes the following for inspection of the endoscope; inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. It is not carried out because the product has not been returned yet.